Manufacturer narrative:
The customer indicated that qc is run every 24 hrs and recovered within customer's expected limits. The sample was collected in becton dickinson (bd) lithium heparin tube. A field service engineer (fse) was dispatched to the customer lab. The fse verified that the instrument was operating within specifications. As per the fse, per-analytical sample handling issues were discussed with the customer. The pt sample was re-tested and treatment was not affected in this event. On a recur event, additional testing may not have been done and treatment decisions could be affected. A clear root cause of this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the access 2 instrument. The customer indicated that the elevated accu tni result was 0.88ng/ml. The accu tni result was not reported out of the lab. The customer indicated that the ckmb and myoglobin results were within the normal ranges for this pt. The customer re-tested the pt original sample for accu tni. The repeated accu tni result was 0.00ng/ml. The result was reported out of the lab. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.